Event description:
It was reported to philips that a frontal image disk error and system hang were reported on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the frontal image disk and hard disk spare part and restarted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).